Manufacturer narrative:
The lv lead remains implanted with the new crt-d. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead and left ventricular (lv) lead had a pocket infection. A revision procedure was performed to clean the device pocket. Upon reconnecting the rv lead, noise and oversensing was observed. It was reported that the lead was not able to be inserted into the device header all of the way. The device was explanted and a new crt-d was implanted. No additional adverse patient effects were reported.